Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The nurse reported via phone call that the customer was hospitalized with high blood glucose on (B)(6) 2016. The customer's blood glucose was over 1000 mg/dl at the time of admission. It was reported the customer had diabetic ketoacidosis, resulting in the hospitalization. The customer was treated with an insulin drip and IV for their blood glucose. The nurse reported the customer was wearing the insulin pump at the time of admission. Troubleshooting found the customer had champagne sized air bubbles in the reservoir. Customer did not report any leaks present on the insulin pump. The insulin pump also passed a high pressure test during troubleshooting. The caller declined to return the insulin pump for analysis.